Manufacturer narrative:
On (B)(6)2024, the customer reported new troponin t hs elecsys discrepant results: on (B)(6) 2024: sample 12 the initial result from the analyzer was 22.6 ng/l. The first repeat result from the analyzer was 10.8 ng/l. The second repeat result from another cobas pro analyzer was 13 ng/l. Sample 13 the initial result from the analyzer was 3.91 ng/l. The first repeat result from the analyzer was 80.5 ng/l. The second repeat result from another cobas pro analyzer was 5 ng/l. The third repeat result from the other cobas pro analyzer was 5 ng/l. On (B)(6) 2024: sample 14 the initial result from the analyzer was 17.8 ng/l. The first repeat result from the analyzer was 11.7 ng/l. The second repeat result from another cobas pro analyzer was 14.7 ng/l. The investigation reviewed the calibration and qc data before the event; the results were within specifications. The investigation reviewed one of the images of the reported patient sample from the sample foam detection (sfd) camera; no issues were noted. However, approximately 12% of the patient samples indicate inadequate sample quality (mostly clots and fibrin strands; film on the surface of the supernatant; particles and bubbles). There was no general reagent issue because the qc before the event was within range. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation reviewed the calibration and qc data; the results were within specifications. The investigation reviewed the alarm trace; no issues were noted. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged at 1700 g for 10 minutes; the instructions for use state that the centrifugation conditions should be at 1300 g for 10 minutes. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys results from four patient samples tested on cobas e 801 analytical unit. On 30-sep-2024: sample1 at 10:38 am, the initial result was 82 ng/l. At 7:30 pm, the first repeat result was 11 ng/l. At 9:00 pm, the second repeat result was 8 ng/l. On 17-oct-2024: sample 2 the initial result was 23 ng/l. The first repeat result was 18 ng/l. On 23-oct-2024: sample 3 the initial result was 76 ng/l. The first repeat result was 63 ng/l. Sample 4 the initial result was 28 ng/l. The first repeat result was 19 ng/l.

Manufacturer narrative:
Dear (B)(6), dear colleagues, on (B)(6) 2024, the customer reported new discrepant results: on (B)(6) 2024: sample 5: the initial result was 23 ng/l. The first repeat result was 18 ng/l. On (B)(6) 2024: sample 6: the initial result was 76 ng/l. The repeat result was 63 ng/l. Sample 7: the initial result was 28 ng/l. The repeat result was 19 ng/l. On (B)(6) 2024, the customer reported new discrepant results: sample 8 the initial result was 10 ng/l. The first repeat result was 5 ng/l. The second repeat result from another cobas 8000 analyzer was 5 ng/l. (B)(6) 2024 sample 9: the initial result was 28 ng/l. The first repeat result was 34 ng/l. The second repeat result from another cobas 8000 analyzer was 24 ng/l. Sample 10: the initial result was 38 ng/l. The first repeat result was 29 ng/l. The second repeat result was 32 ng/l. (B)(6) 2024: sample 11 (patient sample in a hitachi cup). The initial result from the analyzer was 69 ng/l. The first repeat result from the analyzer was 152 ng/l. The second repeat result from another cobas analyzer was 64 ng/l.